Event description:
It was reported that during an unspecified surgical procedure, it was observed that the burr attachment device would not hold burr device. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it was difficult to insert the burr device, the lock sleeve was difficult to operate, the drive shaft did not rotate smoothly and the burr device could not secured. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from repeated sterilization and use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.